Event description:
Discordant advia chemistry 1800 sodium results were obtained on two patient samples. After recalibration, the laboratory repeated the samples on the initial system as well as an alternate system and higher patient values were generated. Discordant results were not reported. There are no known reports of adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the advia chemistry 1800 instrument and instrument data. Analysis of the instrument and instrument data indicate that the cause for the discordant sodium results is unknown.the instrument is performing within specifications. No further evaluation of the device is needed.